Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started to read inaccurately at 8am on (B)(6) 2017, when she obtained alleged inaccurately erratic blood glucose results of ¿32 and 188 mg/dl¿ performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages her diabetes with insulin which she self-adjusts. She reported that she took 12 units of insulin after she finished eating and within 30 minutes started to develop symptoms of ¿dizzy, headache, heart was pounding, hard time to breathe.¿ she denied receiving any treatment as a result of the alleged issue. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, her test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The cca also noted that the patient had used an approved sample site to obtain the blood samples and she described the correct testing steps. The patient did not have control solution to test the meter and test strips and the issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.